Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. The implanted occluder was too small for the defect size.

Event description:
It was reported that the physician implanted a 35mm gore helex septal occluder to close an atrial septal defect on (B)(6) 2011. The defect measured 20mm. The following day the occluder had embolized to the left pulmonary artery. The device was removed in a transcatheter procedure and a new occluder was implanted. The patient was doing well following the procedure.